Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple factors can affect frame expansion or compression, such as patient anatomy, calcification levels, valve positioning, and a conclusive cause could not be determined from the information available. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, most likely the pvl was due to under expansion of the frame as the valve appeared to be constrained, as it was reported. In this case, a second valve was implanted at the same depth, was post -dilated and the pvl resolved. No additional adverse patient effects were reported.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve appeared to be constrained and balloon valvuloplasty (bav) was performed twice but severe paravalvular leak (pvl) remained. A second valve was implanted valve-in-valve at the same depth and was post bav resolving the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.